Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient's mother used multiple bg meters against user guide recommendations. At the time of contact patient's mother did not report any injury or medical intervention.